Event description:
Per the clinic, the patient experienced redness and swelling at the implant site (specific date not reported). Subsequently, the patient was hospitalised for an IV antibiotics treatment (specific date and duration not reported). The implanted device remains.